Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was unable to rewind the insulin pump. The customer's blood glucose level was 168 mg/dl. The customer reported that his insulin pump had received hardware low level failures error. He was assisted in troubleshooting. The customer was able to clear the alarm. He did not receive the request to rewind the insulin pump. The customer was advised to perform self test and the test passed. The customer was assisted with the rewind; however he was unable to rewind the insulin pump. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.